Event description:
It was reported that during a sleeve gastrectomy procedure, on the second and fourth firing of green reload in the device - the flat side of staples were bent out of shape. Some staple tips were visible on the anterior side of the staple line. He was using two devices in this case. First, third and fifth firings were as expected. Seamguard was used on reload anvil and cartridge sides. Finished case with a new device, over sewed the staple line with omental patch. Methylene blue test was performed and drain placed in patient.

Manufacturer narrative:
(B)(4). Additional information: the belief is that the complication was the result of deck deflection. The complication was the result of the tissue being beyond the ecr60g (green) staple cartridges gap specification and the long60a device¿s ability to bring the captured tissue into thickness compliance. One long60a device was returned with the shrouds slightly open on top and with six ecr60g cartridge reloads present. Cartridges (b, c, d, e) ecr60g, l51z8d were received fully fired and in good visual condition. In addition, in order to verify the integrity of internal components the returned cartridges ((b, c, d, e) were disassembled and no anomalies were noted, no obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Cartridges (f, g) ecr60g, l51z8d, were returned sterile and inside their original package. In addition, in order to verify the integrity of internal components the returned cartridges ((f, g) were disassembled and no anomalies were noted. The device was tested for functionality in the articulated position with the returned cartridge (f, g) reloads and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. No conclusion could be reached on how the shrouds became open. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was leak detected when the methylene blue test was performed? If yes, how was the leak repaired?